Manufacturer narrative:
Product analysis: it was determined at analysis that during software installation the power supply was defective and caused the programmer to shutdown unexpectedly and it could not be powered up again. It was additionally noted that the printer was not printing correctly, the paper drawer was nearly empty, there was a cut in the cable from the stylus and the overall shielding was visible but the stylus functioned correctly. All found defective parts were replaced and all other identified issues were resolved. Updated hardware, re-installed and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.